Manufacturer narrative:
Zoll circulation has not rec'd the product in complaint. A supplemental report will be filed if an when the product is returned and investigation has been performed.

Event description:
It was reported that after charging the autopulse li-ion battery in its charger, the battery only showed 3 of 4 bars as being full charged. No adverse pt sequelae was reported. No further info provided. MFR requested add'l info on (B)(4) 2013; however, no add'l info has been obtained.